Manufacturer narrative:
Tech replaced the led drive and this resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the foot drive dropped down when the pt was lowering the hi/low function.